Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited noise. Upon performing arm movements, intermittent loss of ventricular capture was observed; the lead was fractured. The lead was capped and replaced on (B)(6) 2015. The patient remained asymptomatic post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).